Manufacturer narrative:
Follow-up report being filed to submit user facility medwatch report received on 3/21/1997. Please note that the lot number provided is not a valid lot number as it is incomplete. The initial user facility report was received with the complaint sample and was not submitted with the manufacturer's report because of its being incomplete and having extraneous comments unrelated to the event. The initial report will be included in this mailing along with the corrected version.

Event description:
Catheter broke indwelling. Nurse found half of catheter lying on bedding. The tip and balloon portion were missing. The pt was taken to surgery and the indwelling catheter portion was removed via cystoscopy with forceps under gen anesthesia. No further complications were reported.